Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed a restart and the ventilation was interrupted. There was no patient injury reported.

Manufacturer narrative:
The description of the event and the logbook were available for the investigation. In addition, the affected unit was analysed in the repair workshop in lübeck. Based on the logbook entries, it could be seen that on 16 december 2020 at 13:46, the safety software of the ventilation unit requested a warm start. Based on the alarm message "device failure (12)" in the logbook and the hardware analysis of the affected evita v800, a faulty data cable in the pressure and flow measurement module could be identified as the cause for the warm start. Correct device function is continuously monitored by the ventilator's software for safety. In case the safety software of the ventilation unit requests a warm start, the emergency valve is opened against the environment to allow the patient to breathe spontaneously. After a successful warm start of the ventilation unit, the alarm message "ventilation unit restarted" is issued with an accompanying acoustic alarm tone sequence. The evita v800 responded to this module error as specified and requested a warm start to correct the detected deviation. After performing the warm start, further alarms were issued to inform the user of the persisting problem. The faulty data cable was replaced at the repair workshop in lübeck. The number of cases reported with this malfunction from the field is very low and within the accepted range. The investigation results have not revealed any new risks that are not covered by the existing risk management report.

Event description:
It was reported that the device performed a restart and the ventilation was interrupted. There was no patient injury reported.